Event description:
The robotic arm/stapler clamped down on the patient's colon; it went through the initial assessment and made an error code. The pa tried to release the arm from the robot and it would not release the clamp/hold it had on the patient's colon. They had to use the release wrench to release the colon form the stapler. There was no harm to the patient. Stapler was removed from the robotic arm and taken off the field.======================manufacturer response for robotic stapler, (brand not provided) (per site reporter).======================manufacturer was notified by robotics coordinator, rega# issued.